Event description:
It was reported that during a supply change with an inset infusion set, the ilet user removed the adhesive tape and the infusion site came out of the applicator, after which a new infusion set was placed and insulin delivery continued; the issue was characterized as an infusion set deployed incorrectly. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem associated with an improper or incorrect procedure or method related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.